Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an incoming functionality test. The cause for the failure was isolated to the trunk cable, as replacement of the trunk cable connector overmold cover was damaged. The root cause for the failure was unable to be positively determined as the trunk cable was replaced, prior to being troubleshot. No adverse event resulted from the defective electrode belt. The pt ended use and did not require a replacement electrode belt.

Event description:
A (B)(6) male patient's electrode belt was returned for an unrelated issue. As received the electrode belt failed incoming testing. The pt ended use and did not require a replacement electrode belt.